Event description:
Per attorney's original report: ni/ni/ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury after implant of defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2005 - repair of incisional hernia with composix mesh.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the reported event. The medical records provided did not extend beyond the implant procedure. However, there is no indication in the limited records that a device failure occurred or that the mesh was explanted. A manufacturing review has been performed and did not find any discrepancies. We have contacted that initial reporter to obtain additional info. If additional info is provided, a supplemental MDR will be submitted.